Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after use of the product.